Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph shows foreign matter of what appears to be yellow residue, was observed on the outside thread and tip of the of the fill port connector. The reported condition was verified. The cause of the condition was due to a defective component from the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "yellow particulate matter" was observed on the "inject port" of a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.